Event description:
Hill-rom became aware of the service complaint on the excelcare bariatric bed frame. During the between pt inspection of the bed, the tech in a hill-rom service center determined that there was incorrect tension on the CPR cable. The tech adjusted the tension on the CPR cable and verified its proper operation. Hill-rom reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(4) 2009 indicated in MDR 1045510-2009-00021.

Manufacturer narrative:
(B)(4).